Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection, the complaint device showed signs of clinical use, including debris present on the bladder and velcro of the device. The device was found to be non-hermetic. There was a tear in the device and air was found escaping at the tear. A review of the DHR could not be performed as the lot number was not reported. The reported event could be attributed to: - ptc damaged or broken during use (leak), - ptc coming into contact with sharp object or surface. The instructions for use (IFU) state: -warnings: --it is important that the tourniquet cuff be applied at the proper location with adequate pressure for the appropriate amount of time. --avoid needles, towel clips, leg holders and other equipment that can puncture or otherwise damage the cuff. -directions for use: --before beginning the procedure, verify compatibility of all devices and accessories. --prior to surgery, select the proper sized tourniquet cuff by measuring the circumference of the patients' limb. This will avoid problems caused by a tourniquet cuff that is too small or too large. --secure the cuff fasteners to ensure that the cuff stays in place during the procedure. --if the package is damaged or if it was opened and the device was not used, return the device and packaging to stryker sustainability solutions. --inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the pressure tourniquet cuff had a hole and would not constrict during surgery. Multiple attempts were made to obtain additional information. No information was provided. However, there was no patient injury or medical intervention reported. These are commonly used devices that are readily available.